Event description:
It was reported that the green door on an exactamix 2400 compounder would not close properly. The customer would need to place a weighted object on top to resolve an occlusion error issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.